Manufacturer narrative:
Investigation of returned suspect battery charger confirmed the reported problem. Charge batteries for at least 6 hrs. Perform 5 min load test. Failed load test , 1 min 34 sec. The reported issue was confirmed to be caused by an electrical issue.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The uninterruptible power supply (ups) replace battery light was on. Did not hold a charge when unplugged. Replaced ups battery. System passed all testing. The replaced battery has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was powering off as soon as it was unplugged from outlet power. There was no patient present when this issue was identified.